Manufacturer narrative:
No product was returned for inspection. Product returned to (B)(4) on august 22nd 2017 was not received in (B)(4) for inspection. Product was lost in transit. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints for this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Seating of prosthetic components: internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Risks associated with the complaint can be highlighted in rm-0027z6 rev 2, and may include the following: customer error: excessive loading on abutment/implant assembly, leading to abutment and/or screw failure. Screw over-torqued into implant, causing abutment and/or screw failure. Incorrect assembly of the abutment and/or screw to the implant (i.e. Crossthreading, abutment not seated properly, improper torque application, used with incorrect implant), causing abutment and/or screw fracture and implant failure. Patient factors: patient parafunction (i.e. Bruxism, clenching). Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection. A visual inspection revealed that a fractured abutment screw piece was stuck in the drive feature. Therefore, the complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints found. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Risks associated with the complaint can be highlighted in rm-0027z6 rev 2, and may include the following: customer error: excessive loading on abutment/implant assembly, leading to abutment and/or screw failure. Screw over-torqued into implant, causing abutment and/or screw failure. Incorrect assembly of the abutment and/or screw to the implant (i.e. Crossthreading, abutment not seated properly, improper torque application, used with incorrect implant), causing abutment and/or screw fracture and implant failure. Patient factors: patient parafunction (i.e. Bruxism, clenching) a singular cause cannot be determined.

Manufacturer narrative:
Additional 510k codes: k013227.

Event description:
It was reported that screw fractured inside the implant. Implant was removed.

Manufacturer narrative:
No product was returned for inspection. Product returned to valencia, (B)(6) on (B)(6) 2017 was not received in (B)(6) for inspection. Product was lost in transit. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints for this lot. X-rays provided by the customer were reviewed and confirmed the fracture. Therefore, the complaint is confirmed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Risks associated with the complaint can be highlighted in rm-0027z6 rev 2, and may include the following: customer error: excessive loading on abutment/implant assembly, leading to abutment and/or screw failure. Screw over-torqued into implant, causing abutment and/or screw failure. Incorrect assembly of the abutment and/or screw to the implant (i.e. Crossthreading, abutment not seated properly, improper torque application, used with incorrect implant), causing abutment and/or screw fracture and implant failure. Patient factors: patient parafunction (i.e. Bruxism, clenching). A singular cause cannot be determined.